Event description:
Clinical Narrative:Impella 5.5 was inserted via direct surgical access to the aorta in a 65-year-old male patient presenting with known coronary artery disease and plan for a Coronary Artery Bypass Graft (CABG) surgery. The patient¿s comorbidities was inclusive of a very calcified aorta. The patient¿s clinical state prior to initiation of support was Society for Cardiovascular Angiography and Interventions (SCAI) Shock Stage B. Prior to the Impella delivery the patient had respiratory support.On day 2 of the support a observation was made of left sided weakness. The patient was sent for a Computed Tomography (CT) scan which revealed an acute infarction of the right middle cerebral artery. This was a confirmed embolic stroke. The CT with Angiography additionally showed a 70% occlusion of the vertebral and internal carotid arteries. The Physician stated the calcified aorta and clamp for the CABG were causal to the stroke.While on support the the device functioned as expected, Performance Level P-4 with 2.6L/min flow with 5% Dextrose in water with sodium bicarbonate in the purge solution.After over 3 days of support the Impella 5.5 pump was weaned and explanted. It was clarified the explant was not due to the stroke, but rather explanted because the patient had been successfully weaned and heart function had recovered.Four days post explant, the patient could not be extubated and was going to require a tracheostomy and so the family opted to extubate and the patient expired.Due to the fact that the patient expired four days after a successful wean and explant the device can be dissociated from the death.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 CFR, Part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by Abiomed Inc, or its employees that the report constitutes an admission that the product, Abiomed Inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.